Event description:
The customer reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) would not boot up. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.